Manufacturer narrative:
This event was reported by a distributor. The reported healthcare facility(B)(6). (B)(4). Product investigation results: the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The piece measured 300 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. A functional evaluation revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event of the lighttrail reusable laser fiber failed to emit energy was confirmed. The reported failure to emit laser energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector, resulting in the reported failure to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 18, 2021 that a lighttrail reusable laser fiber was used during a retrograde intrarenal surgery (rirs) procedure to treat stones of the kidney, performed on (B)(6), 2021. The laser unit used was an auriga 3020 laser console. Prior to the procedure, there was no laser energy emitted from the laser fiber. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.